Event description:
During an "endochole" procedure, the ridged jaw of the grasper broke while in the pt. Two confirming drs agreed that the pt would be at greater risk retrieving the metal. More important, the metal poses no threat to the pt.